Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient was getting MRI for "a torn rotator cuff and patient's hand was messed up." The patient had not been able to "feel it" for the last six years. The pump had not been refilled in six years due to patient lost his insurance. The pump was empty. There was no drug in the pump at the time of this report. The pump was used to deliver baclofen, dilaudid and lidocaine before it went empty. Patient's medical status prior to the event, signs or symptoms, treatment, interventions, or outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.